Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for routine device change out, the device exhibited backup vvi mode. The device was explanted and replaced. The patient was in good condition at the time of the call.